Event description:
Caller reported taking 10 units of humalog insulin via based upon an aviva combo system blood glucose result of 449 mg/dl at 9:18 am. The insulin was administered via the aviva combo insulin pump. Retest result using the same vial of strips in an aviva nano system at 9:20 am was 123 mg/dl. The customer stopped using her pump and ate 5-6 #be# between 9:20 am and 11:00 am, at which time her blood glucose was 79 mg/dl per the aviva nano system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided for the aviva nano system.